Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2024: information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were not able to adjust their stimulation and the issue began yesterday. Patient stated the controller kept displaying a message that said unable to deliver level of stimulation and it was not turning their stimulator on. Patient mentioned they got a full charge of their implant and tried to turn stimulation on but got the message unable to deliver level of stimulation. During the call patient unlocked the controller and was currently charging their implant. Controller showed 100% and implant 90% recharging with excellent quality. Agent walked patient through adjusting stimulation in groups a, b and c. Patient confirmed in groups a and b they don't feel stimulation and getting settings not available when they increase stimulation. Patient confirmed they can feel stimulation in group c in the front of their left thigh and can increase stimulation. Patient mentioned they usually use group a since their pain is in the lower left buttock back and noticed it when they weren't able to adjust stimulation. Agent reviewed meaning of message and informed patient they can use the group they can feel stimulation in the meantime. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. (B)(6) 2024: additional information was received from the patient. They reported that the cause of seeing the settings not available message was the generator was unable to communicate with the leads due to an internal failure. Also, the battery required recharging twice per day since the unit was new. A manufacturer representative (rep) technician advised the patient they needed to see their surgeon for replacement of the unit. In short, the unit was plagued with problems since new. The generator was replaced with a competitor device. Issue is resolved.